Manufacturer narrative:
The unit was received stuck in software error alarm loop after battery installation. Analysis was unable to perform general - unexpected restart error test due to the software error alarms. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer called in to report a general - unexpected restart error alarm. The customer's blood glucose level was unknown. The customer was advised that the product would be replaced. The device was returned for analysis.